Event description:
It was reported that this right ventricular (rv) lead exhibited failure to capture, high out of range impedance and oversensing due to a suspected lead fracture, therefore, the rv lead was surgically abandoned and replaced by another lead because the patient was dependent. Lead was reprogrammed to pace and sense unipolar. Sensitivity was decreased to avoid under pacing and noise. No additional adverse patient effects were reported

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right ventricular (rv) lead exhibited failure to capture, high out of range impedance and oversensing due to a suspected lead fracture, therefore, the rv lead was surgically abandoned and replaced by another lead because the patient was dependent. Lead was reprogrammed to pace and sense unipolar. Sensitivity was decreased to avoid under pacing and noise. No additional adverse patient effects were reported.